Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported system error 322 (link switch error low) was verified through a review of the event history log. Evaluation determined the assignable cause to be an old software version. Evaluation determined that a software update from v6.05.11 is required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 322 (link switch error low) alarms. The location where the reported problem occurred was in the biomed service department. There was no patient involvement. No additional information is available.